Event description:
It was reported that patient faced issue with leaking after reconnecting cannula to tubing on (B)(6) 2026.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.